Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping"), fatigue ("fatigue") and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery) and surgery (pelvic surgery). At the time of the report, the perforation, intra-abdominal haemorrhage, abdominal pain lower, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, intra-abdominal haemorrhage and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: placement of both essure® coils and full occlusion. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation / salpingectomy (salping.) (Bilateral)'), uterine perforation ('migration/perforation / hysterectomy (hyst). (Full)') and intra-abdominal haemorrhage ('severe abdominal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), headache ("headaches"), gastrointestinal disorder ("gi condition"), migraine ("migraine") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (hyst).(full), pelvic surgery/hysterectomy (hyst). (Full),salpingectomy (salping.) (Bilateral) and pelvic surgery/salpingectomy (salping.) (Bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, uterine perforation, intra-abdominal haemorrhage, abdominal pain lower, fatigue, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, vaginal discharge, headache, gastrointestinal disorder, migraine and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, uterine perforation and vaginal discharge to be related to essure. The reporter commented: essure placement: implant ,confirm test, radiology, explant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: result: placement of both essure coils and full occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation / salpingectomy (salping.) (Bilateral)'), uterine perforation ('migration/perforation / hysterectomy (hyst). (Full)') and intra-abdominal haemorrhage ('severe abdominal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal cramping"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), headache ("headaches"), gastrointestinal disorder ("gi condition"), migraine ("migraine") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (hyst).(full), pelvic surgery/hysterectomy (hyst). (Full),salpingectomy (salping.) (Bilateral) and pelvic surgery/salpingectomy (salping.) (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, intra-abdominal haemorrhage, abdominal pain lower, fatigue, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, vaginal discharge, headache, gastrointestinal disorder, migraine and nausea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, uterine perforation and vaginal discharge to be related to essure. The reporter commented: essure placement: implant ,confirm test, radiology, explant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: result: placement of both essure coils and full occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. This case became incident. Date of explant added. Following events were added: uterine perforation, fallopian tube perforation, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), vaginal discharge, headaches, gi condition, migraine and nausea. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.